Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the physician discovered the patient had twiddled the device in the pocket and dislodged the lead on (B)(6) 2018. The right ventricular lead was explanted and replaced on (B)(6) 2018 due to lead dislodgement. The physician did not suspect any electrical problems with the lead. The patient was stable before, during and after the procedure.